Event description:
It was reported that during a low anterior resection procedure nothing unusual happened during the procedure. Post operative, the pt appeared to be septic and underwent a CT scan because the surgeon was concerned about a possible anastomotic leak. The pt was re-operated on and bowel contents (ie stool) were removed from the abdomen and a diverting ileostomy was performed (as reported from the assisting surgeon). It was not clear where the leak was coming from - the anastamosis was very low (under 5cm) and was not clearly visible. The pt is recovering in hosp without any further complications.

Manufacturer narrative:
Date sent: 6/18/2007. Info is unavailable; device was not returned for eval.